Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  implant has been not working or turned off for the last 2 years. Caller was  redirected to managing hcp if they are unable to connect with pp to confirm stimulations was off  for MRI. No further complications were reported/anticipated at this time.